Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that he obtained an error 4 message on his onetouch verioflex meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that he obtained the error 4 message around 7:30pm on (B)(6) 2018. The patient manages his diabetes with a combination of lantus and novolog insulins. He was unable or unwilling to say whether he made any changes to his usual diabetes management routine following the start of the alleged issue. He reported that 5 minutes later, at around 7:35pm on (B)(6) 2018, he ¿passed out for a few minutes¿. He denied receiving any treatment for his symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps. However, he confirmed that his test strips had been stored incorrectly; he removes the last few test strips from the vial and stores them in his carrying case. The cca walked the patient walked through a retest using a new vial of test strips and he successfully obtained a result. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Passed out, after obtaining an error 4 message on the subject meter.